Event description:
It was reported that the pt was implanted on (B)(6), 2008 and from then on has received optimal benefit from his device. Since two weeks, the pt was not wearing his ap, due to working in a refrigerating storage house and feeling uncomfortable wearing a cap. He also did not wear his ap after work. A few days ago he tried wearing his ap again and noticed that there is no longer any amplification. According to the pt, neither an accident or fall occurred which could have led to a damage of the internal device nor was he in contact with strong magnet fields. The ap was tested and was functioning well. A back-up ap was tried again, however, the pt was still not able to hear. Rtf showed no measureable signals.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization, which likely led to the reported extrusion in the outer ear canal, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It was reported that the patient was implanted on (B)(6) 2008 and from then on has received optimal benefit from the device in 2009, the dates (exclude treatment of event) patient was not wearing the ap, due to working in a refrigerating storage house and feeling uncomfortable wearing a cap he also did not wear his ap after work. When the patient tried wearing his ap again, noticed that there was no longer any amplification. According to the patient neither an accident or a fall occurred which could have led to a damage of the internal device nor was he in contact with strong magnet fields. The ap was tested and was functioning well a back-up ap was tried, however the patient was still not able to hear an examination through the tympanic membrane showed that the fmt was in position at the round window. Additional information received on january 21, 2015 stated that the patient has been re-implanted. According to the explantation report, the conductor link was found damaged before removal and extruded in the external ear canal. Further, excessive tissue growth in the middle ear was also observed.